Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that when programming a fentanyl infusion, the nurse selected the option of ml/hr rather than mcg/hr. The infusion ran at 25 ml/hr, when the intended dose was 25 mcg/hr, which led to the patient being over sedated. The customer states the nurse overrode a guardrails alert. There is no report of lasting harm to the patient.